Manufacturer narrative:
Block b3: exact date unknown, event occurred around mid-june 2025.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was moved away from the belt line. There were no reported complications postoperatively. The ipg remains implanted and in use.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The patient underwent a revision procedure wherein the ipg was moved away from the belt line. There were no reported complications postoperatively. The ipg remains implanted and in use.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.